Manufacturer narrative:
Multiple devices were used in the case. The returned unit was visually and functionally examined. Mechanical and electrical functional tests were conducted with the catheter and no related issues were found. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. The cause for the reported pericardial effusion remains unknown. Vascular perforation is an inherent risk as stated in the instructions for use (IFU).

Event description:
Pericardial effusion. Background: while conducting an af/pvi ablation with multiple devices, during ablation on the lateral wall of the left atrium in the left atrial appendage/lspv junction, the patient's blood pressure dropped from the mid 90's down to the 60's. It was then confirmed with ice that there was a significant pericardial effusion, and a pericardial tap was immediately performed.